Manufacturer narrative:
The device was returned for evaluation. During examination and testing, no device problems were identified. The returned device passed all testing. However, examination of the device's event history log showed an error code 46440 listed. This error message this indicates an issue with an erroneous downstream occlusion sensor test result following a correct upstream occlusion sensor result. The cause of the issue could not be established because the device passed all testing. The downstream occlusion sensor was replaced as a preventive measure.

Event description:
It was reported that the device gave an error code alarm. The message on screen was "error 46440". No adverse effects to patient reported.